Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, post paced t-wave oversensing (pptwos) due to fusion was noted on the device. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was in stable condition.